Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer complaint. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found to have a c-34 error upon startup when placed on an in-house system. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that an error with the erbe, specifically an "erbe error c-34," was encountered, which prevented monopolar energy activation. The customer had attempted troubleshooting by replacing energy cords and instruments and restarting the generator, but the error persisted. As a temporary solution, a third-party generator was used to continue the procedure. The procedure was completing as planned with no reported injury.